Event description:
It was reported that during a gastroplasty, the device was removed from the charger, at which point the display illuminated and emitted a sound. However, after being inserted into the shell, the display did not function, no sound was emitted, and the shell became unusable as if a firing had occurred, despite the handle being fully charged. It was noted that the surgical time was extended by twenty minutes. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical products: sigpshell, sig power sigpshell control shell, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.